Manufacturer narrative:
Device codes: 2017 labeled. Internal file number (B)(4). Device code 2017 - failure to follow steps/instructions. The device was not returned for analysis. It was reported that the graftmaster was used past the expiration date. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use, (IFU) states: note the product use by date specified on the package. In addition, it should be noted that the IFU states: fully expand the stent graft by inflating to nominal pressure at a minimum (15 atmospheres). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Additional information: it was reported that both graftmaster stents were deployed at 12 atmospheres. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 2.80x26 mm graftmaster stent was implanted to treat a perforation in the mid left anterior descending (lad) coronary artery. There were no reported device issues. Due to the perforation being longer than expected, a 2.80mmx16 mm graftmaster stent was implanted in the distal lad and the perforation was sealed. It was noted that the 2.80mmx16 mm graftmaster device was expired; however, there were no other device issues noted. Both stents sealed the area they were deployed in. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.